Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, a conclusive cause for patient effect is unknown. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion requiring treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip ntr (90130u173) was advanced and the clip was successfully deployed in the a2/p2 area, reducing mr to 1-2. A pericardial effusion was noted to have occurred after the introduction of the clip delivery system (cds) and prior to clip deployment. Pericardiocentesis was performed. In the physician's opinion, it is undetermined whether the effusion was caused by the transseptal puncture or during cds removal. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.